Event description:
Customer reportedly received result of 64 mg/dl on the advantage system and 30 mg/dl on professional device within 10 minutes. Low blood glucose symptoms were reported with these results. Customer was treated with an IV (contents unknown). Low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.